Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Involved reciproc blue r25 8/100 25mm that broke during use is not available and cannot be analyzed by our laboratory. Nothing unusual to report was found during dhrs review (batches #1617380, 1618833, 1618516). A sample of unused files has been taken and evaluated, and was found in compliance with specifications (measures + torque test). Added of the files already received through previous complaint pr#(B)(4) (evaluated and found in compliance with specifications), we can consider that the products are conform (representative sampling). No fault found, product meets specifications. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu). Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a reciproc file broke during use. The outcome of the event is unknown as of this MDR evaluation.